Event description:
Patient scheduled for laparoscopic evaluation of of pelvic mass (cystic mass 7+cm). Upon entering the abdomen with the laparoscope, it was readily aware that the trocar had perforated the descending colon. Therefore laparotomy was performed. General surgeon consult was obtained and 5-mm enterotomy in the anterior wall was repaired with 2 layers of suture. The descending colon was quite adherent to the abdominal wall. Allowing ob gyn to continue with surgery.